Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
It was reported that the patient experienced chronic infections and swelling at the implant site. Additional information has been requested; however, not yet received.